Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on 20-jun-2024, the patient experienced that high blood glucose, diabetic ketoacidosis and coma is reported at the time of incident is 536 mg/dl and at the time of call it is 214 mg/dl. The length of hospital is that patient still in the hospital and the time and date of hospitalization is 6:30 pm - 19/06/2024. The patient also reported positive test for ketones and the treatment of hospitalization is that patient receiving intravenous insulin infusion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5367729 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5367729 was manufactured according to the work instruction (wi) version 108 packaging in the machine multivac 08 and 09 on 24/oct/2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 31/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 5367729 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.